Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the control board was replaced and the concern was resolved. The device has been placed back into service and no parts will be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.